Event description:
Additional information received reported that the patient¿s healthcare provider did the dye test through the side port on (B)(6) 2017. The patient came in 2 hours early. The healthcare provider had the room booked until 6 pm that night. The patient stated they were in bad shape. Per the patient the healthcare provider couldn¿t get it in at first, then got it to go in putting a little bit of dye (1/2) in of the solution and it is going around the pump. Per the patient the two healthcare providers confirmed that the needle was in the port and pointed to the clips. The patient was told it was in but it was not going through. The patient was sent home from transport. The patient was getting transported again tonight (B)(6) 2017 to get the surgery done to determine what was going on. The patient stated the healthcare provider wants to do surgery and see if it is a catheter issue or a spinal issue leak. The patient had spoken to (B)(6) and they were leaving at 5 pm. The patient stated they have diarrhea, like water and states she is dehydrated and just has to get some food in her so she doesn¿t get more dehydrated. Per the patient every time she eats or drinks it comes out like water. The patient stated that the physician wanted to do this surgery within 2 weeks because he was booked for surgeries. The patient stated she has to keep eating and drinking water so she quits having the diarrhea and try to deal with what the patient feels is the dehydration. The (B)(6) nurse wanted to get the approval done before they leave at 5pm. The patient further stated that if it was their pump or catheter the patient would need to be transported to the physician to fix the catheter and/or pump. The patient further stated that if it was not the catheter or the pump and is a possible tear in their spine the patient would need the spinal graft the patient would need to be transported to another physician. The patient stated that she has had migraines that hurt so bad today that they have been crying all day. The patient also reported that after she got up and was moving around their bowels were moving and the bump went back up. The patient had to sit up per the healthcare providers instruction so it doesn¿t make the bump worse. No further patient complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (1000 mcg/ml at 155.2 mcg/day) and dilaudid (20 mg/ml at 3.103 mg/day) via an implanted pump. The patient¿s concomitant medications included oral baclofen, percocet and xanax. The patient¿s medical history included that her back was ¿messed up¿ since 2002 and they tried to fix it. The patient had ¿paper clip 30-32 of bone spurs/vertebrae and sciatic nerve cut in her back¿. The patient had a rib cage fusion, bars, rods, plate, bolts, and injections. She couldn¿t eat or sleep and it was the reason that she got the pump. She had had to sit in a recliner since 2006 and she had to use a walker due to her back issues. The patient stated that she felt fortunate and that if she had to get the pump out she would be in the same shape as she was before and she wouldn¿t be able to walk, eat, or sleep. She stated she couldn¿t do the injections as the injections were all the way across her back 10-12 or more and she was wide awake when they did it. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017, it was reported that there was something wrong with the catheter. The patient had fluid in her spine and was getting migraines. Per the patient, during the implant procedure, they didn¿t sew up where they removed the prior catheter from her spine as they thought it would heal up by itself. She ended up getting a blood patch a month and a half ago. It was christmas day in 2016 when she woke up and the fluid was so big on her back and her legs were 2.5 times their size if not bigger from her knees down. When the patient sat her legs were tingling like they were going to go completely numb and at times her feet were tingling like they were going to go to sleep and it felt like they were going numb. Her hcp (healthcare professional) told her to lay down and not be up on them, but she still had issues when she laid down. The patient would lie down because she got migraines. The hcp didn¿t want her moving any more than she had too until she got the diagnostics done. The hcp believed there was a hole or the catheter was torn and they would need to go five layers down to get to her spine and they would need to do a skin graft off the patient to fix what had been done before. The patient¿s husband was scared to leave her and go to work in case something happened. The patient had gained weight and was in so much pain, but was scared to have them increase the pump again. Per the patient, anytime she had surgeries, she was put into the ICU (intensive care unit) because her blood pressure goes so low and because the hcp is afraid the patient is going to overdose or something. Her blood pressure goes down so low to where she should be dying. She had gained so much weight from all of the surgeries (see manufacturer¿s report numbers 3004209178-2016-15226 and 3004209178-2013-15892) and could hardly even walk because of all the problems. The patient had to move to a trailer park and wasn¿t able to get to the bathroom or anything. When she stood up, ¿the fluid starts pounding on her back¿ and she got terrible headaches/migraines when she got up and walked. If she lied down for a while they go away. Her doctor was looking for issues to see what was wrong with the pump or the catheter. The patient was waiting for the hcp to get a form into workman¿s comp in order to do diagnostics (full body bone scan and dye study) to address her current issues and symptoms, but they hadn¿t gotten that taken care of yet. The patient was upset that she couldn¿t get her current issues fixed as she wanted to go and be with her sister who had stage 4 cancer. The patient was being scheduled for surgery for a replacement. At the time of the report, the patient wasn¿t feeling well and was lying down. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jun-20. It was reported that on (B)(6)2017 the night the patient got transported to the hospital and they released the patient that afternoon and then the patient went to their scheduled appointment with the hcp who did the dye study. The patient then had to go to the hospital and then went back home on that night and didn¿t get surgery as the patient thought they would. It was reported that on the (B)(6) "on a wednesday¿ in (B)(6) 2017 the hcp cut the patient open and went through the side port and it didn¿t go though. It was stated that it was plugged and that they did the dye for the second time and closed the patient back up. It was stated that a manufacturer's representative was present at the surgery. On (B)(6)2017 that thursday the patient then saw another hcp who put the c9 form in for approval through workman¿s compensation and was faxed. On (B)(6)2017 the following tuesday night at 6 p.m. The patient was scheduled for the surgery that day and the hcp took the pump out and checked it out and checked the catheter to make sure it didn¿t get twisted again and then used dye and it went through and didn¿t see anything wrong with the pump and it went back through. It was indicated that on (B)(6)2017 at the second surgery the manufacturer's representative was present. It was stated that the hcp told the patient after the surgery that the catheter must have been plugged up or kinked and they must have pushed it through because it was working. It was stated that the patient thought the surgery was on the (B)(6) on a wednesday (note this is conflicting with the 2017 calendar) and then the patient went to the hcp the following day on the (B)(6) and the hcp stated the pump was working. It was stated that since the patient had the surgery completed by the hcp the patient had been going every week for pump increases except for last week the patient didn¿t go in for a pump adjustment because the patient didn¿t have the money for gas and the patient could go this week either. It was stated that the patient was up to ¿4.2¿ and that the patient was at a ¿5¿ before ¿all this¿ happened and was ¿doing good.¿ it was noted that the patient could only walk a little way before having to sit back down. It was indicated that at the patient¿s appointment the manufacturer's representative told the nurses that the catheter had a clamp on it from prior so that it wouldn¿t come out of the patient¿s spine and when the hcp walked in the patient asked the manufacturer's representative to repeat their self. It was noted that the patient had their pump refill in (B)(6) 2017 and was hurting so bad and asked the nurse if they still had their medicine there and said that the patient was coming up to let them refill it and got it refilled on (B)(6)2017 and it was a good thing they did because they had very little in it. It was noted that as of (B)(6)2017 the pump was being used to deliver baclofen [1000.0 mcg/ml] at a dose of 210.1 mcg/day and dilaudid [20.0 mg/ml] at a dose of 4.203 mg/day. It was indicated that the pump was working and that the patient was continuing to get pump medication increases. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.